Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report. The hdf-3500/sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. A clinical review was performed and it was determined that the device performed to specification throughout this event.

Event description:
The distributor contacted stryker to report that the device did not provide defibrillation therapy during a cardiac arrest. The patient involved in the reported event is deceased.

Event description:
The distributor contacted stryker to report that the device did not provide defibrillation therapy during a cardiac arrest. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. The cause of the reported issue was determined to be user error. The device was retained by heartsine.